Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger would not power on when plugged into the desktop charger. The patient rep said the screen does not turn on and that there are no lights on the device. Patient services (ps) had the rep attempt to reset the recharger, but the issue was persistent. The recharger started to beep so they attempted to reset it again but when they did, the device started flashing "weird patterns". Ps sent an email to repair to replace the recharger. Patient's daughter mentioned that the patient had tremors that were normally under control when dbs therapy works properly, so they thought the implantable neurostimulator (ins) might be turned off. They said the patient was weak as well. Agent had the caretaker use the programmer to check the status of the ins. From what agent could understand, the caretaker saw a warning screen that indicated the ins was in a discharged state. Agent had the caretaker start a recharge session and they could see that the first quarter of the ins was charging, but it was unclear if therapy was on or off.

Manufacturer narrative:
See h3, the analysis findings of 37751 (serial# (B)(6)) revealed, "scrapped, recharger board due to not charging battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h3, the analysis findings of 37751 (serial# (B)(6)) revealed, " recharger board due to not charging battery". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that overdischarge was incorrectly reported, however the event remains reportable due to the recharger malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.